Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse stated that they had an arctic sun device which needed repair. They switched out the device and the second device was working fine and the nurse was unable to obtain the serial number. Mss attempted to obtain further information, but the nurse did not know anything. Mss recommended nurse to send the device to their biomed department for repair.

Event description:
It was reported that the nurse stated that they had an arctic sun device which needed repair. They switched out the device and the second device was working fine and the nurse was unable to obtain the serial number. Mss attempted to obtain further information, but the nurse did not know anything. Mss recommended nurse to send the device to their biomed department for repair.

Manufacturer narrative:
Upon further review, bd has determined this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.